Event description:
It was reported that the patient's device triggered two care alerts for atrial fibrillation burden within 1 week. The caller questioned why the alert re-triggered yet there were no new atrial fibrillation episodes. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.